Manufacturer narrative:
Additional information was received from the preliminary investigation identifying the returned device as tsvb11, lot number 61597395. The following sections have been updated: d1: device brand name: not provided. D4: device catalog/ lot number: not provided. G5: additional PMA/510(k) number: k013227. G7: checked "follow-up".

Event description:
Additional information was received that identified the returned device as tsvb11, lot number 61597395.

Manufacturer narrative:
Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number (61597395). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61597395) for similar events and no other complaint was identified. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) device brand name: unknown. Device catalog/ lot number: unclear. Implant and lot number were provided; however, lot did not correspond to item number provided. Implant reported as tsvtb10 and lot provided (61597395) corresponds to tsvb11. As a result, the item was reported as unk tsv implant until the correct item number is provided. Should additional information is received that clarifies the correct item involved, a follow up medwatch report will be submitted.

Event description:
It was reported that an unk tsv implant was removed due to pain and bone loss at tooth location 27.